Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill one of treatment. Upon removing the tubing set, solution was found inside the cycler. The patient observed hole on the back of the cassette portion of the tubing set. Patient rec'd prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Cultures were drawn after the event and results came back negative for any infections. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.